Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons were harder to press. The customer's blood glucose value was unknown. Customer stated cracks near reservoir cap and priming process little slower. Customer stated they put new reservoir and it was loose. The insulin pump will not be returned for analysis.